Event description:
This serious unsolicited device case was received from united states on (B)(6) 2013 from the consumer. This case concerns a (B)(6) female pt who experienced protrusion through vaginal wall/hernia, staphylococcus infection, incision rupture and bowel obstruction after the placement of seprafilm during an abdominal cavity surgery. No relevant medical history, past drugs, other concomitant medication or concurrent condition was reported. On (B)(6) 2008, the pt underwent abdominal cavity surgery to remove cancerous endometrial mass (which was thought to be cancerous) during which 10 seprafilm sheets were placed. The pt had lot of adhesions and scarring around her large intestine, small intestine, bladder and pelvic floor was developed. She had her left ovary removed. A few days after of surgery on (B)(6) 2008, her incision ruptured and staphylococcus infection was developed from the surgery. Pt wore wound vac for three months because infection was bad and deep. The wound did not heal. She suffered terribly and was traumatised by the event. On an unknown date, papanicolaou (pap) exam was performed recently and it was found that the infection had caused protrusion through vaginal wall and scarring. This event got flared up and pt was in pain. Computerized axial tomography (cat) scan was also performed and it showed mesh wrapped around organs and another hernia had developed. The surgeon suggested the pt to have it fixed as the protrusion and scarring was causing bowel obstructions. It was reported that the events were getting worse and it was more painful every day. Corrective treatment: unknown outcome for all the events: not recovered. A pharmaceutical product (ptc) complaint was initiated and the conclusion was pending for the same.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated on (B)(4) 2013: this case concerns a female pt who developed hernia protrusion through vaginal wall/hernia, staphylococcus infection and bowel obstruction after seprafilm application for the prevention of adhesions. Although, the role of device cannot be ruled out due to anatomical proximity, however role of surgery and surgical site infection cannot be ruled out.